Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, this device required explant after one (1) day due to perivalvular leak. There was no reported malfunction of the device. The root cause of this event was most likely due to procedural related factors. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm pericardial aortic valve was explanted after an implant duration of one (1) day due to sizing issues leading to three small paravalvular leaks observed around the valve. The leaks were found in the non-coronary and in the right coronary cusps. The issue was observed during the intraoperative echo; however, the surgeon took the decision to leave the valve in place. As reported, one day later, a controlled echo was performed and the decision was made to remove the prosthetic valve. The explanted valve was replaced with a 23mm pericardial aortic valve. A stronger annulus resulted from sutures and pledgets placements and the valve seating was good. The surgeon observed that the issue was not valve related, but due to issues he had in sizing the valve during the initial procedure, which led him to overestimate the valve size. As reported, the surgeon tried to implant the 25mm aortic valve hoping the skirt would fill in the subannular space; however, it was too small. The patient was noted as to be well after the procedure.